Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving compounded baclofen at an unknown dose and concentration via an implantable infusion pump for paralysis. The patient reported that they developed a pressure point with the pump and their wheelchair and an infection developed. The pump was removed and the issue was resolved at the time of the report. It was reported that the pump and catheter were removed on (B)(6) 2019. The patient's status was noted as "alive-no injury." No further complications were reported.